Manufacturer narrative:
Device powered up after battery installation. No blank display noted however, device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with scratched case, stained keypad overlay, missing end cap address label, pillowing keypad overlay, and case cracked behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a picture on the screen with a question mark and an open book image. It was reported that the insulin pump got wet and now the screen was totally blank while the insulin pump did vibrate once in while. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.